Manufacturer narrative:
Device evaluation: a device history record review was completed for provided material number 306553 and lot number 5006316. The review did not reveal any detected non-conformances during the production process that could have contributed to this incident. To aid in the investigation of this issue, five (5) picture samples and four (4) physical samples were returned for evaluation by our quality team. The physical samples were returned with the shipment for related pr (B)(6) through examination of the samples, package damage and foreign brown stains were observed. The brownish spots on the packaging can occur during the steam sterilization process. This is a cosmetic defect only and the integrity of the product and the sterile barriers is not affected. Furthermore, microbial permeability testing, cytotoxicity testing, and testing for residual solvents and volatile species has been completed on packages displaying the brownish stain. The testing confirmed that they do not present any risk to the use of the product and have no impact on the effectiveness, sterility, quality or safety of bd posiflush¿ 10ml saline flush syringe. (Reason for MDR): a review was completed with the technical team to determine the root cause of the package damage (tear in top web) following the investigation. The technical team determined that the root cause was most likely a crash in the manufacturing process where the flange of the barrel was pushed into the paper web causing the break.

Event description:
It was reported that bd posiflush-xs / sf a tear in the top web (investigation finding) the following information was provided by the initial reporter (is not related to the reportable event see h10 for device evaluation findings): yellowing and yellow spots on the labels of the syringes.